Event description:
Per the clinic, the device was explanted (B)(6) 2014 due to mondini malformation. During the same procedure, the patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed november 4, 2014.